Event description:
Pt was being bagged and peep valve malfunctioned. While pt was off ventilator being transported for procedure, pt became bradycardic and went into full cardiac arrest. Peep valve was noted to be stuck. Pt was successfully resuscitated.